Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During evaluation, the contrast button was intermittently responsive; the contrast button has no effect on insulin delivery function. All other keypad buttons responded to butt on presses as expected. Contamination was found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the up/down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was reported no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.